Manufacturer narrative:
Unit passed displacement and self tests; it then failed sleep current measurement and active current measurement tests. After further review of the units interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery of insulin pump was overcompensated. No harm requiring medical intervention was reported. The device will be returned for analysis.